Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon lens insertion into eye there was no support for iol due to capsular rupture. The incision was enlarged to remove the lens, and another lens of different model was implanted. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l for evaluation. The lens was undamaged and functioned as designed. The device history record was reviewed and there were no discrepancies or unusual finding that can be determined if the patient experienced capsule damage. Based on the current information the root cause of the event could not be conclusively determined.